Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly and that a malfunction alarm occurred. The pump was reset and resumed insulin delivery successfully. Customer¿s blood glucose level was 124 mg/dl.